Event description:
Related manufacturer reference number: 3006705815-2021-05600. It was reported during an ipg replacement surgery (MDR report number 3006705815-2021-04712) the leads were tested intra-op and one of the leads were found to have high impedance. The lead was explanted and replaced to address the issue. Note: it is unknown which lead had the high impedances therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.